Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer provided three photos for analysis, which revealed the lidstock for an ez-io 15mm needle + stabilizer kit and a label on the back of the pouch which contained the product number, lot number, and expiration date. The complaint could not be confirmed from the picture. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "stylet could not be removed from the io needle after placement. Device was unusable and had to be removed. There was no patient injury or consequence."

Event description:
It was reported that " stylet could not be removed from the io needle after placement. Device was unusable and had to be removed. There was no patient injury or consequence."

Manufacturer narrative:
(B)(4).